Event description:
It was reported: patient complains of stiffness and pain towards the groin area and outside of the hip. Doctor's office recommended she put in a claim since she will need further tests. Patient is currently unemployed due to her recovery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.